Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to refute the reported events of aneurysm sac growth and a type iiia endoleak. Rather, there was a confirmed loss of overlap between the bifurcated device and suprarenal extension; the overlap at time of event measured at 22mm (IFU states overlap requirement is 40mm). Due to the lack of medical images, unable to confirm if the loss of overlap was a result of malposition at time of initial implant, or due to device movement post initial implant. Contributing factors for the loss of overlap could be the off-label neck diameter of 38.0mm at the time of implant (IFU requirement between 18-32mm). The secondary endovascular procedure is confirmed. Procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status is reportedly stable. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device iteration is afx with duraply. Correction removal reporting number; remove z-0006-2019.

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting two (2) additional suprarenal afx devices on (B)(6) 2019. No leak was noted at the conclusion of the secondary intervention per postoperative angiogram. In addition, the reported type iiia endoleak with sac growth were refuted per clinical assessment; rather, an off-label neck diameter (38mm) at initial implant and loss of overlap were confirmed.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, aneurysm sac expansion with billowing and a type iiia endoleak (no component separation) were detected during routine follow-up; it was noted that the patient had a pre-existing anterior tortuous anatomy. The physician plans to perform an angiogram to confirm the reported events and to re-intervene by implanting an additional vela proximal extension. The patient is reportedly doing well. There have been no additional patient sequelae reported.